Manufacturer narrative:
Patient information was received from the site.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The bulkhead was replaced. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was verifying the screw placement and on the second spin the image would not transfer. The manufacturer representative present at the case noticed damaged pins in the bulkhead connector. There was no surgical delay and no impact on patient outcome. Additional information received approximately a week later reported the bulkhead had worked for the first navigated spin and was not working for the verification spin. There was an attempt to connect to navigation but the screws were already in. The verification was performed without the use of navigation. It was confirmed the screws were all placed correctly. There was no negative impact on the patient or case.